Manufacturer narrative:
A partial lead (only connector portion) was returned in one piece. Analysis was completed. No device problem found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with reports of dizziness spells. Upon interrogation, it was observed the right ventricular lead was oversensing noise. The lead was explanted and replaced. The patient was stable.